Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Only the main coil was returned for this complaint. The main coil was returned stretched. The interlocking arm was detached. No more damages were found in the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The main coil was returned stretched. The interlocking arm was detached. Dimensional inspection of the main coil was performed and revealed that the number of distal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were within specification. However, the number of proximal fiber bundles were less than device specification.

Event description:
Reportable based on device analysis completed on 10sep2020. It was reported that the coil was stuck inside the catheter. The target lesion was located in the severely tortuous right internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil got stuck inside the middle part of the catheter and was removed together with the catheter from the patient's body. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed detached interlocking arm and missing coil fiber bundles.